Event description:
It was reported that a difficult plunger occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "it was reported that plunger rod is difficult to move during injection and sometimes causes bruising when using pressure during injection. Verbatim: from phone call on 2019-11-07 16:30:32: called consumer and discussed the evaluation report. Consumer reported plunger rod difficult to move during injection and sometimes causes bruising at the injection site due to using pressure when injecting, he does not re-use. Samples will be submitted for evaluation. Consumer also has other files dating back to 2017 with same issues, replacements have been sent ."

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9028860. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200802121] noted that did not pertain to the complaint. There was one (1) notification [200802533] noted for high break out sustaining.

Manufacturer narrative:
H.6. Investigation: customer returned (15) used 31gx8mm, 1ml bd insulin syringes. Consumer reported plunger rod difficult to move during injection and sometimes causes bruising at the injection site due to using pressure when injecting. All 15 returned syringes were examined, then tested for plunger rod movement: no issues were observed, and each tested plunger rod was able to move properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9028860. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200802121] noted that did not pertain to the complaint. There was one (1) notification [200802533] noted for high break out sustaining.

Event description:
It was reported that a difficult plunger occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter. "It was reported that plunger rod is difficult to move during injection and sometimes causes bruising when using pressure during injection. From phone call on 2019-11-07 16:30:32: called consumer and discussed the evaluation report. Consumer reported plunger rod difficult to move during injection and sometimes causes bruising at the injection site due to using pressure when injecting, he does not re-use. Samples will be submitted for evaluation. Consumer also has other files dating back to 2017 with same issues, replacements have been sent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "it was reported that plunger rod is difficult to move during injection and sometimes causes bruising when using pressure during injection. Verbatim: from phone call on 2019-11-07 16:30:32: called consumer and discussed the evaluation report. Consumer reported plunger rod difficult to move during injection and sometimes causes bruising at the injection site due to using pressure when injecting, he does not re-use. Samples will be submitted for evaluation. Consumer also has other files dating back to 2017 with same issues, replacements have been sent."